Manufacturer narrative:
The reported event involving a pump module door issues could not be confirmed. The source devices were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that over 141 button malfunctions have been repaired since the new lvp¿s incorporated in the hospital, (which correlates to over 23 per month, or about 6 per week). This failure has been apparent since may of 2019. The usual button malfunction for lvps is the ¿clear¿ button, however, this problem is not secluded to this button only, since every single button on the lvp has exhibited this problem. The problem exists only on the newer version of this model. A patient has not been involved in a serious case thus far.